Event description:
Report received from USA, the device required service due to heat from the motor. This event did not occur during surgery; in addition, there were no patient/user injuries. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).